Event description:
This is report 2 of 2 for the same event. It was reported that during a laminal foraminotomy, diskectomy and transforaminal lumbar interbody fusion (tlif), it was observed that the attachment and console devices were making a "humming sound" after operating for awhile. There were no delays to the surgical procedure as the actual device was used to complete the surgery successfully. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.